Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code and boston scientific technical services (ts) was contacted for review. Ts confirmed that the battery was depleting prematurely and recommended replacement or re-evaluation of the remaining longevity within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.